Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states both seat frames are bent. He is stating that there is no abuse from patient. He is a strong man but under (B)(6). MDR filed.